Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the intubation fiberscope exhibited the coat of the image guide serpentine is peeled off. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified. However, it is likely that stress from repeated use, external factors, or handling of the device led to the malfunction where the coat of the image guide serpentine peeled off. The event can be prevented by following the instructions for use which state: it was confirmed that instructions, chapter 3, "preparation and inspection", section 3.2, "preparation and inspection of the endoscope" describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.